Manufacturer narrative:
The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2012, new information was available during the device evaluation and the decision was changed to a reportable malfunction. The position sensor unit (psu) or camera was replaced on the system at the site. The suspect camera was returned to the manufacturer for evaluation. The position sensor unit (psu)/camera passed the accuracy assessment kit (aak) test, but right at the threshold of .35 mm. Device is out of calibration.

Event description:
A medtronic representative reported that during a posterior thoracic lumbar fusion, multiple navigation instruments would not verify and had high geometry errors. The universal drill guide and the spine frame worked perfectly. However, all three navlock tools, gray, orange and purple, the passive planar sharp, and the passive planer ball probes had high geometry errors and would not verify. The rep checked all of the reflective markers on the instrument trackers to make sure they were all seated properly. She also had the tech rotate the markers and then change them out, but the instruments would still not verify. She exited and re-entered the software, but issue persisted. She then rebooted the s7 system. After rebooting, they deleted all the instruments and re-added them to the synergy spine navigation software. They were finally able to verify the probes when the trackers were angled away from the camera. After the tools were verified surgery continued without issue and the surgeon stated the navigation with the instruments was accurate. No impact to the patient was reported.